Event description:
The customer reported that the system had a mismatch error and would not boot. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sram was replaced during the service call. The system was tested and found to be working as intended and put back into service.